Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that bd alaris pump infusion set, tubing is disconnecting at the pump segment clear tubing is disconnecting at the blue plastic piece that loads into the alaris pump.

Event description:
Materials: 2420-0007, batch#: 24095408. It was reported by the customer that bd alaris pump infusion set; tubing is disconnecting at the pump segment clear tubing is disconnecting at the blue plastic piece that loads into the alaris pump. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4), customer (hospital) name: xxx xxx xxxx - xxxxxx, customer address: xxxx xxxx xxxx xxx, xxxxx, xx, xxxx, xxxx, contact name: xxxx xxxxx, phone: xxx-xxx-xxxx, e-mail: xxxxx.xxxx@xxx.xx, correspondence language: english, cat# of product being complained: (B)(4), description of product: gem v/nv 20d 1cv 2ss dehp-free (B)(4) ea/ca, lot or s/n: (B)(6). Complaint category: fail to function / defective, reportable: no, incident date: 05 dec 2024. Hospital complaint reference #: details of complaint (reported issue): bd alaris pump infusion set, tubing is disconnecting at the pump segment clear tubing is disconnecting at the blue plastic piece that loads into the alaris pump. Additional customer contact: xxxxx.xxx@xxx.xx sample availability: one sample with just normal saline. Others have all had hazardous drugs in the IV tubing. Complaint noticed: during / after use, problem frequency: 1st time. Customer exposure: patient injury: no, has health canada been informed? No, qty affected: (B)(4) ea, samples available? Yes, is customer requesting an rga? No.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing disconnected at the pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 24095408 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.